Manufacturer narrative:
(B)(4). The reported f94 alarm code was verified in the event history log review and in the power-on self-test. This alarm is reflective of the device's internal battery testing. The cause was determined to be a low battery. The battery was replaced to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.